Event description:
Baxter affiliate in singapore reports an adverse event. Limited info is known regarding a 1550 hemodialysis machine base being lifted up in order to clean it and a wheel fell out. The machine then came down on the pt's hand and two fingers were fractured. Pt was sent to hosp and claimed workman's compensation.